Event description:
In 2004 pt was implanted aith a sparc sling system with tensioning sutures (ref #72403656, lot #399928059). During procedure injury to bladder neck occurred leading to the use of a 2nd kit (ref #72403656, lot #404074035). Info received in 2006 indicates pt has been experiencing pain since the procedure.